Event description:
On (B)(6) 2013 the patient had an office visit for ¿medication maintenance¿. The patient complained of increased numbness in the feet bilaterally along with increased muscle cramping in lower extremities. They had increased pain in the bilateral, low back for three to four months. They were awaiting authorization for an MRI of thoracic/lumbar spine to be evaluated and to rule out granuloma. It was noted there was a change in pain/spasticity control since the patient¿s last visit. The frequency of the pain/spasticity was constant. The quality of the pain/spasticity was sharp, aching, shooting, throbbing, stabbing, and electrical. The patient stated their least pain was a 6/10, their average pain was a 6/10, and their worst pain was a 10/10. They stated their pain was ¿worse all day¿. The patient could tolerate a pain level of 5/10. The patient was noted to have awakened on the average of six times per night. The patient did not sleep during the day, and they did not take sleep medication. The patient had been happy, peaceful, crying, depressed, angry, anxious, and frustrated in the last 30 days. The patient rated their satisfaction with the therapy as fair. They stated they were taking their medications as prescribed. They complained of sweats, a loss of appetite, ringing in ears, congestion, ankle swelling, snoring, nausea, constipation, frequent urination at night, muscle cramps, joint swelling, bone pain in the last three months, joint pain, joint stiffness, joint pain in the last three months, poor skin healing, rash, memory loss, heat intolerance, excessive urination, increased thirst. On (B)(6) 2013 a catheter dye and rotor study were performed, though the results were not reported. On (B)(6) 2013 the patient indicated they were doing great. A post-op appointment and refill was set up with another doctor on (B)(6) 2013. The patient ¿sounded great¿. Please see manufacturer¿s report #3004209178-2013-16918 for information regarding a pocket fill that occurred at the refill on (B)(6) 2013.

Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was later reported that the patient had questioned if the pump had been working. The patient thought it was in an erratic manner. The dye study performed on 2013-(B)(6) showed dye emanating from the tip of the catheter and there was no evidence of leak. The rotor study showed normal pump function. The pump was refilled on that day with change of medication or dosing. The patient was given a bolus dose in addition to the priming bolus.